Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling of the gastric sleeve during a laparoscopic gastric sleeve procedure, the device fired, but was unable to be removed from the tissue. The blade was only retracting approximately half way back. The device was eventually removed by yanking laterally towards the specimen. As a result, there was a tissue damage or considerable roughening of the tissue. Another handle and reload was used to complete the case. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The articu lation lever was articulated fifteen degrees to the right and the firing knobs were retracted to the clamp up position. During functional testing the firing knobs were retracted and the reload jaws opened. The articulation lever was set to the neutral position and the subject reload was unloaded from the instrument. Functionally, the instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.